Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was seeing an eri screen on their programmer and they were having a return of symptoms. The patient also stated the implant should¿ve lasted 4 years. Patient services tried to assist the patient with using the programmer to bypass the eri message and the patient said they could not clear the message. The patient knew how to use the programmer as they had it for several years. The patient reported being dissatisfied with the longevity of the ins battery life. Patient services couldn¿t help clear the message so the patient dropped the call. There were no further complications reported.